Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was attached to the balloon distal shift, approximately 12mm distal to the balloon. The sealant was soaked in blood and partially unrolled. The advancer tube was pushed past the tamp locks and was covering the entire balloon. The condition of the returned device was consistent with pulling the advancer tube and the balloon catheter together through the tissue tract. If the advancer tube is not held in place while removing the balloon from the access site, the sealant may become dislodged from above the arteriotomy. The review of the lhr (lot f1315506) indicate that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the sealant stuck to device component was failure to hold the advancer tube per the IFU, when removing the device from the tissue tract.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f terumo sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 10mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician deflated the balloon and removed the device, the sealant was attached to the wire, the patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with o clinical sequela noted.